Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined that the cause of the smoke was due to a malfunction in the instrument uninterruptible power supply (ups). The fse replaced the ups and the instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Smoke emission was detected on a (B)(4) lab data manager system. The instrument was turned off to stop the smoke emission. There was no report of staff injury, damage of property and no impact to patients.